Event description:
The customer reported a loss of live image during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the fluoro functions board. The sys operates as intended.